Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and found the aeration channel of the dual probe as slightly clogged and cleaned it. As a precaution, the remote sensor was also replaced. Return testing was not completed as returns were not available. Reports from the cell-dyn ruby were provided by the customer for three patients. For all initial runs, various differential parameters were marked with an asterisk (*), indicating further result validation was required. A review of tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cell dyn ruby, serial number (B)(4) was identified.

Event description:
The customer observed falsely depressed wbc and neutrophil (absolute) results generated on the cell dyn ruby for multiple patients. The following data was provided: sid (B)(6) initial wbc result = 0.145, repeat = 6.64; initial neutrophil (absolute) result = 0.109, repeat = 5.13. Sid (B)(6) initial wbc result = 0.313, repeat = 12.8; initial neutrophil (absolute) result = 0.235, repeat = 9.78. Sid (B)(6) initial wbc result = 0.225 10e3/ul, repeat = 12.1 10e3/ul; neutrophils (absolute) = 0.174, repeat = 9.38. There was no discrepancy with the other cbc parameters. No impact to patient management was reported.